Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements that were greater than 3000 ohms. Technical services (ts) reviewed device episode data and found that this out of range measurements had been recurring and resulted in a lead safety switch (lss). There was oversensing of large amplitude noise caused by this lead that resulted in inappropriately stored non-sustained ventricular tachycardia (nsvt) episodes. It was noted that this patient was not pacing dependent, and reprogramming had been done in clinic to adjust the output and sensitivity of this lead. No adverse patient effects were reported. Currently, this lead remains in service.